Event description:
A malfunction was reported on a customer's insulin pump. There was no reported impact on the customer's blood glucose level. Tandem technical support arranged to replace the pump, providing instructions to the customer on returning the faulty pump and setting up the new one, which included programming settings and connecting the continuous glucose monitor. The customer was informed that the replacement would arrive with updated software and acknowledged the instructions provided.